Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned product performed within specification. Retention samples of the same lot of test strips involved in the incident were also tested and performed to specification. No failure detected.

Event description:
Caller indicated the assure platinum meter was reading high. A nurse checked a patient at about 4:30 or 5:00 and got 416 which she felt was too high and contacted the physician who advised for her to give the patient 9 units of insulin. This resolved the incident and the patient is at his normal state. Unknown if controls are used. Replaced product.